Event description:
A report was received that several contacts of the patient's lead were showing high impedances. The patient underwent an explant procedure.

Event description:
A report was received that several contacts of the patient's lead were showing high impedances. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that per physician's knowledge, there was no electrode left inside the patient's body after the explant procedure. Sc-8216-50 sn (B)(4): device evaluation indicated that the complaint was confirmed. The e#8 electrode was broken off and was not returned, and e#2 cable was fractured in the lead body about 28 cm from the retention sleeve. E#2 cable was not exposed. There was a sharp laceration adjacent to the cable fracture. The source of the device damages could not be determined. Sc-4316 ln 17109763: device evaluation indicated that the anchor had passed visual test performed. The eyelets of one of the click anchor were only ripped. There was no missing silicon material.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot#: 17109763, description: next generator anchor kit-sterile.